Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead - (B)(6) 2013. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered, and t-wave oversensing (twos) was observed on the right ventricular (rv) lead, along with high impedances. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.